Manufacturer narrative:
The ise system is calibrated and qc is run every 8 hours. The ise qc results have consistently been within the lab's established ranges. Customer is using the twice-weekly flow cell maintenance procedure. Hotline assisted customer by phone and service was requested to troubleshoot the ise system. Service information was not supplied. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously low sodium (na) results generated by the unicel dxc 600 pro synchron clinical systems. Upon repeat testing na results recovered in the normal reference ranges. The erroneous results were reported out of the lab. The customer has not received any report of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.